Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had gas leakage from house pipe connection of insufflator. The issue was found during service. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: gas leakage from electro-pneumatic proportional valve and k-connector failure a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to the gas leakage from house pipe connection was due to k-connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.